Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform occlusion and the excessive no delivery test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer called and reported a motor error alarm was received on the insulin pump during rewind. There were also motor errors in the alarm history. Customer's blood glucose was reportedly within normal range. Customer was advised the device would be replaced and agreed to return the product for analysis.